Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device passed tone check on self test. Device failed vibrate check on self test due to broken blank vibrator motor wire. Device uploaded properly using carelink. Device had minor scratched display window, a small cracked on the display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis three months ago with blood glucose of over 600 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with admitting in intensive care unit and manual injection. Customer did not allege insulin pump was under delivering and drive support cap was normal. The insulin pump will be returned for analysis.